Manufacturer narrative:
Vyaire file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. The suspect device was returned to vyaire's factory service for evaluation and repair. Factory service was able to confirm the reported event and reported the device is out of calibration. After re-calibrating the device, the issue was resolved. Factory service returned the device back to specifications.

Event description:
The customer reported while using the high flow microblender; the fraction of inspired oxygen (fio2) is out of specifications at 30%. The customer reported messing with the knob, adjusting the seat, and now it is all out of specifications. The customer reported to not being trained to perform overhaul of the device and wanted to return the device to vyaire's factory service for evaluation/repair. The customer reported there is no patient involvement associated with the event.